Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction inop was displayed. It was not confirmed if there was still sound present. The device was not in use on a patient at the time of the event.

Event description:
The customer reported a speaker malfunction inop was displayed. It was not confirmed if there was still sound present. The device was not in use on a patient at the time of the event. Visual inspection found the speaker had no sound. Results of functional testing indicate a faulty speaker. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer has not requested the device be repaired at the moment. The evaluation was complete with cause known, but no parts ordered, changed or repaired.